Manufacturer narrative:
The device was retained by the account. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an issue occurred with the proglide device. The issue was that the sutures were missing; therefore, device was not able to be used. A new proglide was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.